Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy drug was leaking from the bottom of the 0.2 micron filter of two (2) paclitaxel sets. The leaks were identified during patient use (same patient). There was no direct contact with the leaked medication and the patient¿s infusions were completed after the issue was handled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.